Event description:
1.1 mm drill bit was borrowed from another local hospital on 5/25/94 to repair a zygomatic fracture. The drill bit tip broke off inside the patient's bone. The surgeon elected not to remove the broken drill bit tip. The other local hospital was unable to provide to provide model, catalog, serial and lot numbers.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.